Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 2 false positive sars results. Customer states the results were negative by another brand antigen otc product. Customer is asymptomatic report 2 of 2.